Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. Reportedly, the customer delivered a 5 unit bolus and indicated that the insulin gauge "ran out of insulin". The customer then added more insulin; however, the pump requested a minimum of 100 units. The customer's blood glucose level was in the 300's (mg/dl). It was confirmed that the customer had manual injections available.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed through testing as a different issue was found.